Event description:
It was reported that while performing heating and cooling checks in manual mode and the arctic sun device not cooling past 15 degrees. Per review of wo on (B)(6) 2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. Device not cooling. Replaced mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while performing heating and cooling checks in manual mode and the arctic sun device not cooling past 15 degrees. Per review of wo on 22apr2024, there was no patient involvement.